Event description:
Following successful deployment of the excluder bifurcated trunk-ipsilateral component, the physician was unable to cannulate the contralateral leg hole stump. Angio showed that the leg hole was resting inside thrombus within the abdominal aortic aneurysm sac. The physician converted the procedure to an aorto-uni-iliac approach and placed another trunk-ipsilateral device inside the existing one. The left hypogastric artery was coil embolized and a femoro-femoral bypass graft was implanted. There was no adverse outcome for the pt. No allegation of deficiency related to the excluder device was made.